Manufacturer narrative:
An event of "acuta pulmonary edemia" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Not explanted.

Event description:
On (B)(6) 2017, a 25mm amplatzer pfo occluder (pfo) was implanted to a patient with platypnea orthodeoxia (positional dyspnea) using tte. After the pfo closure the patient experienced acute pulmonary edema and required intubation and ventilation. A tee was conducted and the device appeared normal. Next the patient experienced shock and subsequently was reanimated. The patient died the night of the procedure.